Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One photo shows a clinician was holding the catheter in which, the fracture/fluid leak which is not clearly seen was noted. Therefore, the investigation is inconclusive for the reported fluid leak as no fracture/fluid leak was noted in the provided photo. The definitive root cause for the fluid leak could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: b5, h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a port placement procedure in the right subclavian vein, the anterior part of the catheter was found to have a leak when the catheter was prefilled. There was no patient contact.

Event description:
It was reported that during a port placement procedure in the right subclavian vein, the anterior part of the catheter was found to be leaked when the catheter was prefilled. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.